Event description:
The customer called to report low battery life. The customer also stated that she was hospitalized due to septic shock and acute kidney injury. It was unk whether or not the event was diabetes related. Troubleshooting was performed, but the issues with low battery life were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.